Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer's caregiver reported the customer received sensor scan results that were higher than he felt and he self-treated with insulin (dose/type unspecified) based on the reading. Customer subsequently experienced symptoms described as sweating, cramping, and unresponsive and was seen at a hospital where a reading of 40 mg/dl was obtained compared to a sensor scan result of 104 mg/dl. Customer was diagnosed with hypoglycemia and administered glucose intravenously. There was no report of death or permanent injury associated with this event.